Event description:
Bayer medical care inc. Was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a medrad® stellant CT injection system (serial number (B)(6)). Following the injection, approximately 30-50ml of air was visualized on the displayed images. The patient was reported to have suffered a seizure after the contrast injection was completed and was subsequently transferred to an intensive care unit (ICU) at another facility for further care. The patient was reported to be doing better.

Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(6), was completed on (B)(6) 2023, which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The customer discarded the suspect disposables at the time of the incident; however, they were able to provide a lot number for the stellant disposable kit. Bayer product analysis evaluated a retain sample from stellant CT disposable sds-ctp-spk, lot number 8627374. No visual or functional defects were identified. Functional testing concluded that the retained disposables performed to specification with no problems observed. Additional applications training was offered; however, the customer declined. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.